Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.111.601, lot 160436-201: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: february 06, 2017. H3, h6: a product investigation was completed: upon visual inspection there was no defect identified on the guiding block itself, but the set screw was missing. No other defects were identified. No dimensional inspection was done as there was no physical damage identified on the returned guiding block itself. The complaint condition of bent was not confirmed for the returned device. The set screw was not returned. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups (B)(6) site, it was observed that the guide block for 2 column plate was bent. There was no patient or hospital involvement. This complaint involves one (1) device. This report is for (1) guide block for 2 column plate 6 hole head/left. This is report 1 of 1 for (B)(4).